Event description:
It was reported this biopsy needle was noted to be bent during preparation for a diagnostic biopsy procedure. Another device was used to successfully complete the procedure. The pt's condition is good. Upon evaluation of this device a burr was noted. The device has been received, evaluated and retained by this manufacturer. The engineering evaluation indicated the distal tip of the cannula was burred in an outward direction. This device exhibited good function during cycle testing. Additionally, a review of the device history report indicated this device met its specifications. User technique during preparation of this device may have contributed to this event. However, the company is unable to determine the relationship between the device and the cause for this event. The company's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip... Do not leave the needle cocked with the springs under tension until ready to use."